Event description:
Information received indicates the bed has no power to the bed frame. The electronics are intermittent.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.